Event description:
Event detail: it was reported that the box was labeled "right" but a "left" implant was in the box. Persons affected: none. Impact to person affected: none.

Manufacturer narrative:
The issue was identified immediately upon opening the package. The implant was not used and another device was used to complete the procedure. There was no harm reported to the patient or user.